Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the contact, the cause of death is unknown, but alleged that the device may have contributed to the event. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.